Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02836-1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were provided and reviewed by a health care professional and a timeline was created. Review of the available records identified the following: "event in physical therapy where 'arm was used very actively overhead for some exercises that we felt appropriate' his shoulder dislocated at that time and dislocates frequently with very little provocation. Patient experienced recurrent dislocation and pain. Spacer and liner was revised and replaced. Scar tissue noted on x-ray. Patient still experiences pain and dislocation feeling post revision." There are no medical records provided for post revision complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02836. Medical products: item#: unknown, unknown bearing/spacer; lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
T was reported that patient underwent a left reverse total shoulder arthroplasty revision one (1) year and nine months ago due to pain and shoulder dislocation. Subsequently, the patient reports still experiencing pain and a feeling of dislocation in the patient's left shoulder.